Manufacturer narrative:
Pc-(B)(4). Batch #t9590f. Investigation summary the device was returned with no apparent damage. The device was tested on a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. It could not be determined why the device kept being activated after releasing the activation buttons. It is possible that the issue encountered was due to the hand piece contacts being dirty. It is recommended that the surface of the handpiece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open tumor resection, the device activated without pressing the activation button and the device activation delayed about few seconds when the activation button was pressed. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.